Manufacturer narrative:
The down button does not operate. The connections of the down flex print are interrupted.

Event description:
On (B)(6) 2013, the patient reported that the up and down buttons on her infusion device were only responding intermittently. The issue began on (B)(6) 2012. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.